Event description:
It was reported that the patient presented with symptoms of dizziness and arrhythmia in the clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. It was also noted the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. No intervention was performed. The patient was stable.